Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula deployed late and the needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.